Manufacturer narrative:
No unexpected alarms noted. The insulin pump passed displacement test and pump self test. The insulin pump had an a47 alarm in alarm history due to corrupted history file. The insulin pump was received with cracked battery tube threads noted, minor scratches on liquid crystal display window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed displayable history crc check failed on startup and had cracks near battery compartment. No further information provided.